Event description:
Report received from patient that she was experiencing continuous hoarseness since implant. Further follow-up with the treating physician indicated the patient's ent had diagnosed her with vocal cord paralysis. In addition, the physician reported she received "an injection" as a treatment for the vocal cord paralysis and that since the injection the patient's symptoms had improved. It was reported to the cyberonics therapeutic consultant by another consulting ent that he did not feel the patient had vocal cord paralysis. Further investigation confirmed that both consulting ent physicians diagnosed patient with vocal cord paralysis, with one ent physician relating the vocal cord paralysis to the surgical procedure.

Manufacturer narrative:
H6: vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.